Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system was not cutting, it was not delivering energy. A new kit was used to complete the procedure. There were no pt effects. The lot number may be retrieved upon return of the product.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).